Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had been experiencing problems with the activator working intermittently for the past week. The patient had an episode and went to use the activator and it acted as if it recorded, but it did not record. The patient followed up with the physician and brought the activator. The physician was unable to get the activator to work even after trouble shooting steps were taken. A new activator was ordered for the patient. The patient was advised that the activator is on backorder. No patient complications have been reported as a result of this event.